Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device was received for evaluation with 49ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusors underinfused during infusion. It was observed that medication remained in the device after 60 hours of therapy time. This occurred during infusion with an unspecified fluid of total fill volume 115ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.